Event description:
Device intermittently displays "ECG comm error."

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm or duplicate the reported problem of "ECG comm error." However, the evaluation identified a problem with a prom (u2) that caused the ECG display to freeze when the pt. Cable was connected. Furthermore, the display would function when the pt cable was disconnected, but the device would display "lead fault." The device was repaired, tested and found to perform in accordance with its specifications.